Event description:
Info received indicates the bed lost both head and foot functions.

Manufacturer narrative:
The hill-rom tech investigated and found when CPR is engaged, the head elevation does not work due to the CPR lever catching the CPR housing. The technician realigned the housing to repair the bed.